Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and resulting oversensing, led to inappropriate shock therapy for the patient with this subcutaneous device. The physician elected to deactivate therapy and scheduled a revision. The revision was later completed and the device successfully repositioned. No resulting adverse patient effects were reported. The device remains implanted and in service.